Event description:
It was reported that at the beginning of a procedure the fiber began to smoke/smolder (one foot from the connector) and signed the drape. The fiber was disconnected from the laser and a second fiber was used to complete the procedure. There was no reported harm to the user and/or the patient.